Event description:
Info received indicates the head of bed drifts down slowly over time.

Manufacturer narrative:
The tech isolated the issue to the manual CPR valve. He replaced the manual CPR valve to repair the bed.